Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that they patient could not turn off their ins. Caller believe it was because patient had lost their patient programmer but could not confirmed that 100% as the reason. No symptoms were reported and no further complications were noted or anticipated